Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had no audio. The cause was identified to be the speaker cable was loose on the rear case input/output (I/o). The speaker cable required reinstallation to correct the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had low audio. No additional information is available.